Event description:
It was reported that the patient experienced difficulty charging their implantable pulse generator ipg. The patient underwent a revision procedure where the ipg was replaced. The patient is expected to fully recover. The ipg was disposed of and will not be returned for analysis.